Event description:
Voluntary medwatch received reported: 2/2/2025. "Hello, I've had issues with my insulin pump the t-slim x-2 turning off and failing. When this happens, the pump has shut down and not notified me of an issue. I've found myself with blood sugars exceeding 500 simply because my basal rate and cgm monitoring system silently failed. Below is a list of pumps and instances where my medical device failed. I am currently trying to investigate into why each of the refurbished pumps were sent back to their quality control system. Management at tandem refuses to assist me. Pump sn: (B)(6) (new), manufacture date: 3/29/2021, replaced on: (B)(6) 2021, replacement reason: undefined malfunction. Pump sn: (B)(6) (refurbished), manufacture date: 11/2/2021, replaced on: (B)(6) 2022, replacement reason: undefined malfunction. Pump sn: (B)(6) (refurbished), manufacture date: 1/6/2022, replaced on: (B)(6) 2022, replacement reason: cpu core malfunction / malf 01 0x200c "a clock error was detected". Pump sn: (B)(6) (refurbished), manufacture date: 4/2/2022, replaced on: (B)(6) 2023, replacement reason: repeated vibrator motor malfunctions / malf 12 0x2071 "momentary power loss to the vibrator motor". Pump sn: (B)(6) (new), manufacture date: 9/21/2022, replaced on: (B)(6) 2024, replacement reason: undefined malfunction. Pump sn: (B)(6) (refurbished), manufacture date: 4/5/2024, replaced on: (B)(6) 2025, replacement reason: storage mode issue / pump would not turn on. Pump sn: (B)(6) (refurbished), manufacture date: 1/2/2025, replaced on: (B)(6) 2025, replacement reason: cpu core malfunction / malf 01 0x200c "a clock error was detected". Reference report: mw5165705, mw5165706, mw5165708, mw5165709, mw5165710 and mw5165711.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.related report number: mw5165707.